Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the behavior described was the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned normally. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site was unable to load a disk onto the system. They were getting an error stating disc format error. They had tried standard and unstructured methods to load the disc. The medtronic representative was unable to load the disc either. The site said that the disk was not compressed, but they were not sure if any viewer software was on the disc. This occurred with no patient present. Follow-up with the manufacturer representative (rep) determined that the issue was with the way the staff was trying to load data on the disk. A known good disk was used on the system and the rep discovered there was no patient data on the disc they were trying to load. It was then that the rep determined the staff had not properly burned the patient data to the disc from the CT scanner. The site was coordinating with the rep to have the staff instructed on proper technique. A work order was completed and the system passed checkout.